Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es refrigerator door had failed, and temperature-sensitive medications were there inside. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door failed. A field service engineer found that the remote manager intermittent door latch failed. A fse replaced the latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.